Manufacturer narrative:
Stryker service representative evaluated the customer's device and was not able to verify or reproduce the reported issue. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device had illuminated its service led and would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had illuminated its service led and would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.